Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring = 500 mg/dl with nausea. Troubleshooting by animas customer support determined the patient¿s hyperglycemia was the result of a training issue; the caller reported that a call service alarm had occurred two hours prior to calling animas customer service and the alarm had not been cleared during that time. There was no insulin delivery to the patient during that two-hour period of time; therefore the patient¿s blood glucose became elevated. Troubleshooting by animas customer support determined the pump was operating without malfunction and the patient¿s hyperglycemia was the result of a training issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.